Manufacturer narrative:
Information contained in this report was previously submitted through asr on 17/jul/2014. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: breast pain and deflation.

Event description:
Patient reported having had right side moderate breast pain. Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Device has been explanted.